Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation underneath the rear therapy electrodes. The patient's physician instructed the patient to use hydrocortisone cream on the irritation. The medical outcome of the irritation is unknown.